Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, g3, g6, h1, h2, h3, h4, h6, h11. Visual examination of the returned product identified signs of use (scratches) and confirming complaint the tip is fractured. Dimensional analysis of the product determined that the product, where measured, was conforming to its print specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Insufficient information provided to perform a compatibility check. Medical records were not provided. Complaint is confirmed based on product evaluation. Device has a potential field age of 5 years and exhibits signs of repeated use. As outlined in the instructions for use 'if damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your sales representative for a replacement'. The root cause of the reported event is attributed to wear and tear of the device from repeated use over time. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when attempting to remove the hinge post, the post would not loosen and the hex tip of the driver at the end of the wrench broke. No insert replacement was performed; the wound was simply cleaned and then closed. No patient impact reported.

Manufacturer narrative:
(B)(4). G2: japan. The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.